Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller, calling on behalf of a customer reported that on (b)(46 2018 customer¿s adc blood glucose meter¿s battery compartment was loose so there were no connections with the batteries, which prevented the meter from turning on. Caller further reported that at the time, customer was feeling hypoglycemic so paramedics were called to check his glucose status. Upon arrival the paramedic¿s received a reading of 1.8 mmol/l (32 mg/dl). Caller noted customer received unspecified treatment. Attempts to gather additional information have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle precision neo meter was reviewed and the DHR showed the freestyle precision neo passed all tests prior to release . All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caller, calling on behalf of a customer reported that on november 11, 2018 customer¿s adc blood glucose meter¿s battery compartment was loose so there were no connections with the batteries, which prevented the meter from turning on. Caller further reported that at the time, customer was feeling hypoglycemic so paramedics were called to check his glucose status. Upon arrival the paramedic¿s received a reading of 1.8 mmol/l (32 mg/dl). Caller noted customer received unspecified treatment. Attempts to gather additional information have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.